Event description:
Pacemaker w/sensing difficulty & non-capture. Suspect lead malfunction. New lead (52cm ventricular lead) inserted. Generator ok. New lead functions correctly. Old lead left intact to ventricle & capped. Not explanted.